Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), inflammation ("inflammation"), abdominal pain lower ("lower abdominal pain/ severe cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), vomiting ("vomiting") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, infection, inflammation, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea and vaginal discharge outcome was unknown, the genital haemorrhage, vomiting and fatigue had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, inflammation, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, abdominal pain lower, vomiting were added and previously reported event genital haemorrhage outcome, updated. Reporter, concomitant diseases added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no: 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen and mirena. Concurrent conditions included adenomyosis, intramural leiomyoma of uterus, dysmenorrhea and uterine fibroids. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) for contraception as well as mestranol;norethisterone (norinyl). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2010, the patient experienced abdominal pain lower ("lower abdominal pain/ severe cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), inflammation ("inflammation") and vomiting ("vomiting"). The patient was treated with cyclobenzaprine, ferrous glycine sulfate (fe), naproxen, omeprazole and surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, infection, inflammation, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, vaginal discharge and uterine leiomyoma outcome was unknown, the genital haemorrhage, vomiting and fatigue had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, inflammation, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Discrepancy noted:date of implant: on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received. Lot no. Were added. Event: uterine fibroids were added. Concomitant drugs , medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (ess205) (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen and mirena. Concurrent conditions included adenomyosis, intramural leiomyoma of uterus, dysmenorrhea and uterine fibroids. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) for contraception as well as mestranol;norethisterone (norinyl). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2010, the patient experienced abdominal pain lower ("lower abdominal pain/ severe cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), inflammation ("inflammation") and vomiting ("vomiting"). The patient was treated with cyclobenzaprine, ferrous glycine sulfate (fe), naproxen, omeprazole and surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, infection, inflammation, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, vaginal discharge and uterine leiomyoma outcome was unknown, the genital haemorrhage, vomiting and fatigue had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, inflammation, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Discrepancy noted:date of implant: (B)(6) 2009. Discrepancy noted in date of insertion (B)(6) 2009. The catheter was retracted and 7 remaining coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections") and inflammation ("inflammation"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, infection and inflammation outcome was unknown. The reporter considered genital haemorrhage, infection, inflammation and pelvic pain to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.